Event description:
On 03/15/1999, the facility's operating room informed the manufacturer's sales representative of the following: there was a pinhole on the inner tray packaging. No further details were provided.